Event description:
Patient's infusion nurse linda p. Reported pump reading system timeout error. Nurse did not have any clinical concerns such as missed dose/inability to infuse. Unknown if patient experienced an adverse event. No further information, details or dates provided. Pharmacy is replacing device. Device is available for return. Serial number: (B)(6). Diagnosis for use: common variable immunodeficiency.